Event description:
It was reported to teleflex medical that during a gall bladder resection, the applier jaw fell apart into the pt. Surgeon was able to retrieve the jaw from the surgical field. Minimal add'l time required. No injury to pt.

Manufacturer narrative:
The DHR and product evaluation is currently in process. Once the evaluations are complete, teleflex medical will provide a follow up report. Actual device involved in incident was evaluated.